Manufacturer narrative:
The mother provided detailed information about how her child was able to cause the sheets to tear. She explained that he could rip a small hole in the sheets with his teeth and then would tear the hole bigger with his hands. He would then escape from under the mattress and the gaps in the slats of the bed. She provided 2 photos of the torn safety sheets confirming the reported event. The parent confirmed the bed is not currently being used. Warnings are addressed in pack80020 v1.0 cubby bed user manual. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. "You are responsible for providing adult supervision when using this product." "Do not use the product if any parts are missing, damaged, or broken" page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Page 23, "how to care for your cubby": safety sheet care - hand wash cold water, use cold water and mild detergent, delicate machine wash, if needed, do not dry clean, do not iron, hang to dry. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of serious injury as a result of the event, although the child sustained minor scratches and bruises.

Event description:
The parent reported that their son has torn the fabric of the sheets by biting a small hole, then ripping the sheet and eloping from the bed underneath the mattress. The parent stated that there was zero damage or wear on them before he bit them. The sheet was on the bed and zipped up and locked as it should per instructions but he did this for all 4 sheets they had for the bed over the timeframe of a couple days. There was no serious injury but did sustain scratches/bruises on his torso from squeezing through the slats.